Event description:
It was reported that a patient's pacemaker exhibited premature battery depletion. The patient experienced ventricular tachycardia during their surgery. Their device was replaced with an implantable cardioverter defibrillator. The patient did not experience any consequences.